Event description:
It was reported by the customer that the device is failing opcheck. It was found during eval at the philips repair bench, the technician noted the device failed the 200j shock test. There was no pt involvment.

Manufacturer narrative:
Pr#: (B)(4).